Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the intracerebral bleed/blood clot was not determined.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had stage 1 deep brain stimulation (dbs) surgery to implant the lead only. The patient experienced an intracerebral bleed that led to the removal of the lead the following day. There was a clot evacuation the same day. No patient symptoms or further complications were reported as a result of this event.